Manufacturer narrative:
Product was returned. Engineer relayed, "based on this investigation and the review of the product, it appears that the part fractured due to a bending overload when the curved acetabular shell inserter was impacted by the surgeon." Review of device history record found unit released for distribution with no deviations or anomalies. Review of complaint history found no additional complaints related to this lot number. Relayed completion of investigation to sales representative via e-mail. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure the g7 positioning guide rod bent. The procedure was completed with the rod; this did not cause a delay in the procedure or any patient harm.